Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited low impedance. The lead was capped and replaced during a routine device change out procedure. The patient was in stable condition post procedure.